Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to this case, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, sizing requirements. Per comments provided by the customer, "the distal type I endoleak probably occurred due to inaccurate sizing of the graft. Follow up will be performed for symptoms of ischemia as both internal iliac arteries have been occluded." These remarks were the basis for assigning a failure mode to this investigation; improperly sized device is deployed in patient. The physician also commented, "I think the procedure was successful as the main purpose of saving the patient's life was achieved." In the provided event description, it is stated that both internal iliacs were covered as a result of deploying an additional zenith leg graft on the ipsilateral side. It is unknown at this time how both internal iliacs become covered. When the associated risk document is updated, this complaint will be reported to have resulted in serious harm due to the internal iliacs being covered. We will continue to monitor for similar events.

Event description:
An emergency call was received at 2300 hrs and a male with a ruptured aaa was taken to the hospital in 2009. The patient's anatomical form was not suitable for aaa repair. The physician obtained the CT images but sizing of the graft became inaccurate, due to an emergency case. As the iliac leg graft in hand was not long enough for the contralateral (right) size, an additional zenith iliac leg graft was utilized to extend it into the external iliac artery. After placement of the ipsilateral (left) iliac leg graft, post angiogram noted a distal type I endoleak in the artery. An occlusion balloon was utilized to attempt to resolve the endoleak, but was unsuccessful. An additional zenith iliac leg graft was deployed to extend the ipsilateral iliac leg into the left external iliac artery. This resulted in occlusion of both internal arteries. Final angiogram revealed no sign of endoleak, but the iliac leg graft deployed in the right external artery was narrowed. Another manufacturer's stent (10mm x 37mm) was placed for dilation of the narrowed area. Since resolution of excessive hypotension and stabilization of blood pressure was confirmed and the patient was in recovery, the procedure was concluded. (This is followed by the open surgical procedure performed for suction of the blood in the abdominal cavity and decompression.) The patient has recovered.